Event description:
It was reported that the pt had unsuccessful healing of the skin flap over the vorp site following his implant surgery. The clinic had actively managed this and week beginning 2008, the pt was admitted for an opinion of the plastic surgeon and attempted skin flap revision. On that occasion, the plastic surgeon advised that removal of the vorp was recommended due to infection and granulation. There is no indication of any technical fault with the vorp. The clinic has advised that healing continues to be problematic and it is unlikely that any re-implantation will be considered within the next 6-9 months.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.